Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. The device was sent for preventative maintanence. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed details of history log: log review shows no infusion activity on date of incident.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, the dobutamine infusion switched unexpectedly to the heparin infusion line. No injury reported.